Event description:
It was reported that pump was sometimes found in a suspended state without any error or alarm. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.